Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The active cord returned has disconnected from the connector. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use states; "before use, visually inspect with particular attention to damaged insulation or connectors. If an abnormality is detected that would prohibit proper working conditions, do not use." Prior to distribution, all universal active cords are subjected to a visual inspection and functional testing to ensure device integrity. During functional testing each active cord adapter must be secure with the connector. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook universal active cord. It started sparking and melting at the black hub connector. The staff caught it and stopped the procedure to remove it immediately. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.